Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time. Synthes is unable to determine the manufacture date without lot number.

Event description:
A 4.5mm cannulated screw, partial thread (peeled during use). Surgeon noticed a small piece of 'wire' in the soft tissue of the pt after inserting the screw. Surgeon used forceps to remove the wire and proceeded to complete the procedure. Surgeon was using the screws as markers for a total knee procedure.